Manufacturer narrative:
Approximate age of device ¿ 6 months. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 during a stay in the rehabilitation center. Rehabilitation center personnel were not willing to provide any further information. No autopsy was performed, and the pump was not explanted. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. Death is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.